Manufacturer narrative:
(B)(4) captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should different information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock impedance measurements greater than 125 ohms. The lead was surgically abandoned and replaced during a device upgrade procedure. No additional adverse patient effects were reported.